Event description:
It was reported that attempts to set up and connect the boston scientific insertable cardiac monitor (icm) were unsuccessful. A boston scientific icm was implanted, and the patient reported that a prior recorder manufactured by abbott had been removed. Concern was raised that the boston scientific icm was explanted instead of the abbott device. A chest x-ray was recommended to verify the implant identification number. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).